Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that she has been experiencing unexpected high readings. Customer alleges the pump is under delivering insulin. No adverse event reported. A request was made for the return of the device.